Event description:
This is an international report of where the solution would not stop coming out of the transfer set even if closing the clamp. No use additional disinfectant was used. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The complaint was unable to be duplicated under lab conditions with the returned sample. The root cause of the complaint cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.